Manufacturer narrative:
Device is combination product. Literature citation: mccormick, liam, et. Al., ¿peristent type iii cavity-spilling coronary perforation due to covered stent malappostion¿, cardiovascular intervention and therapeutics (2016) 31:269-274. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via literature that perforation occurred. The patient presented to the hospital with a one week history of intermittent chest pain and was diagnosed with a non-st elevation myocardial infarction. Percutaneous coronary intervention was performed. Pre-dilation with a 2.0x10 mm non-bsc balloon restored timi 2 flow and revealed further severe disease in the distal lad. This was treated using a 2.75x38mm promus element drug eluting stent. The stent balloon was pulled back a few millimeters and inflated again up to 18atm to facilitate easier delivery of a proximal overlapping stent. At this point the patient developed further chest pain and angiography demonstrated several jets of contrast extravasating from the mid stented segment into the left ventricle, representative of a type iii cavity-spilling perforation. Hemodynamics remained stable and echocardiography excluded a pericardial effusion. Attempts were made to control the leak with prolonged inflations of both semi-compliant and perfusion balloons for 10 and 15 minutes respectively. Despite these measures the leak persisted. A 2.8x16mm non-bsc covered stent was deployed at 16atm, which successfully sealed the perforation. Further post dilation was not performed as the stents appeared to be well expanded and apposed. Due to the large amount of contrast used the patient was scheduled for a staged pci to the residual untreated proximal lad. Angiography one week later demonstrated continued extravasation of contrast into the ventricular cavity from several points along the covered stented segment. Intravascular ultrasound (ivus) revealed malapposition of the covered stent. This segment was post-dilated with a 3.25x24mm nc quantum apex non-compliant balloon inflated to 16atm, which confirmed sealing of the perforation. Further ivus revealed adequate apposition of the covered stent struts. The residual lad disease was treated with a 2.5x24mm promus element stent post dilated with a 3.25x6mm nc quantum apex balloon catheter.